Manufacturer narrative:
The customer did not provide a product code or a meter serial number, so it was not possible to determine the manufacture date or the 501k number. Customer also did not provide a phone number or address. Customer service replied to the customer's email, but did not get a response.

Event description:
The customer contacted bayer via email and stated that he received a blood glucose reading of 110 mg/dl from one contour meter and a reading of 70 mg/dl from his other contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did provide a phone number. Customer service responded to the customer's email and asked for additional info. No product will be returned at this time.